Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the instrument jammed. There was no patient consequence.

Manufacturer narrative:
H6; code 100: precock mechanism. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to a misassembled precock mechanism. The instrument was received with 3 twisted staples in jammed the cartridge nose, with excessive dried body fluids in the cartridge assembly, and with a non functional precock mechanism. The twisted staples were removed from the cartridge nose and the instrument was cycled, but would not properly feed the staples. The instrument was disassembled and the precock mechanism was found to have been misassembled, which caused the staples to jam in the instrument. The misassembled precock mechanism was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.